Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a possible under delivery anomaly; blood glucose remained high despite multiple boluses and infusion set replacements, and the pump had not accepted blood glucose entries above 400. The customer's blood glucose value at the time of the event was 400 mg/dl. The customer was treated for hyperglycemia with insulin injections after replacing the infusion set. The event involved product mmt-1886. Troubleshooting was performed, tube filling was confirmed, no air bubbles or leakage were found, smartguard was active, and the customer was advised to change the set to a soft, fatty area and to consider a correction bolus; instructions were given on entering blood glucose values and contacting support for further guidance. No further patient complications were reported. No product return is required for mmt-1886.